Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a high drain alarm on their homechoice device following peritoneal dialysis therapy. A high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The total patient¿s ultra filtration (uf) equaled 2212 ml. The patient¿s drain volume in cycle one equaled 1506 ml and the patient¿s last fill volume equaled 1000 ml. The patient stated that they had no discomfort or symptoms of the iipv event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.